Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and heavily calcified mid right coronary artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5x15mm apex balloon catheter. A 3.00 x 12 synergy ii drug-eluting stent was then advanced; however, the device failed to cross the lesion and the shaft broke proximally. The device was completely removed from the patient's body and a 2.75 x 8 and 2.75 x 12 synergy stents were implanted, slightly overlapping one another. Post-dilation was then performed with a 3.0x15mm non-compliant balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine. Two days later, the patient was discharged.